Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that the locking collar does not retract fully. There can be possibly debris under the collar after repeated surgeries/autoclaving. The handle was not used during surgery in this condition.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the the locking mechanism of the quickset ace grater handle was not jammed. However, while handling the device it was noted that the thumb trigger presents a resistance/stiffness. A functional test was performed with a sample quickset ace grater head revealed that the handle was able to hold and release its mating device as intended. Per the instruction for use IFU-0902-00-721, it is indicated under the "cleaning" section that: disassemble instruments, as appropriate and inspect for damage. Use a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard to reach areas. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. Lubricate moving parts with a watersoluble lubricant, if applicable. Based on the available information, it is suspected that organic material and debris may accumulate inside the locking mechanism, causing the thumb trigger to not move freely as intended. Routinely lubricating and cleaning before every use may reduce the observed condition of the device. The overall complaint was confirmed as the observed condition of the quickset ace grater handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is improper maintenance, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0510) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the locking collar does not retract fully. There can be possibly debris under the collar after repeated surgeries/autoclaving. The handle was not used during surgery in this condition.